Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to close the top drawer. A field service engineer (fse) found that matrix drawer 1 was not closing due to rear drawer chassis misalignment. The fse corrected the alignment and adjusted the latch catch to ensure proper operation. The drawer was tested in diagnostics, confirming it opened and closed correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue where the user was unable to close the top drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.